Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right atrial (ra) lead was under-sensing. The ra lead was explanted and replaced. The patient was discharged with no reports of adverse consequences.